Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted., corrected data: h6: health effects.

Event description:
It was reported the disposable leaked. Patient could not receive full dose of 5-fu home infusion. No patient injury reported.

Manufacturer narrative:
PMA/510k unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.